Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during a go live for interoperability, the hospital project manager was sitting next to the alaris system that was positioned on an IV pole. The following was present: a pcu with a syringe module on the left and pump module on the right side of the pcu (if facing the pcu). When the project manager stood up, his right hand was cut when he brushed up against the exposed side of the syringe module. The channel release button on the left side (outside corner) of the module was noted to be the cause of the cut and it was noted that is was "very sharp". The cut did bleed, but the pm did not seek medical attention. He washed the cut with soap and water. No additional action was taken.

Event description:
It was reported that during a go live for interoperability, the hospital project manager was sitting next to the alaris system that was positioned on an IV pole. The following was present: a pcu with a syringe module on the left and pump module on the right side of the pcu (if facing the pcu). When the project manager stood up, his right hand was cut when he brushed up against the exposed side of the syringe module. The channel release button on the left side (outside corner) of the module was noted to be the cause of the cut and it was noted that is was "very sharp". The cut did bleed, but the pm did not seek medical attention. He washed the cut with soap and water. No additional action was taken.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had customer feedback was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.